Event description:
It was reported that the atrial lead exhibited an insulation anomaly. The lead was capped and replaced during a device change out procedure. The patient was fine post procedure.

Manufacturer narrative:
(B)(4).